Event description:
Allegedly, eprd reported 210 cases, 7 complication (2 infection and 5 unknown). No further information was reported. No further information was reported on the matter. 2 infection incidents: 24010001, 24010002 5 unknown failure incidents: 24010003, 24010004, 24010005, 24010006, 24010007.